Event description:
Further follow-up revealed that the physician interrogated the device in 11/2005 and found that the output current was at 0ma. The physician reprogrammed the device back to the desired settings. The physician last saw the pt, in december and the generator settings were correct and the pt is currently having no problems. The cause of the event was likely due to a previous interrupted lead test that resulted in the 0ma, however, this has not been confirmed.

Event description:
Reporter indicated that at last office visit approx one month ago, treating neurologist identified a malfunction of the vns therapy system (specifics unknown). It was reported that since that office visit, the pt's seizures have 'gotten out of control'. The pt is using diastat every other day and has been seen in hosp emergency room on four occasions recently.